Event description:
It was reported to boston scientific corporation that a trapezoid lithotripter compatable basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6) 2010. According to the complaint, during the procedure when a stone was attempted to be crushed, it caused the sheath and coil near the handle to break. The tip of the basket did not detach. They were unable to remove the basket from the patient, and a mechanical wurbs lithotripter was used to destroy the stone and then, the trapezoid basket was removed from the patient. There were no patient complications and the patients condition has been described as "stable."

Event description:
It was reported to boston scientific corporation that a trapezoid lithotripter compatable basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2010. According to the complaint, during the procedure when a stone was attempted to be crushed, it caused the sheath and coil near the handle to break. The tip of the basket did not detach. They were unable to remove the basket from the patient, and a mechanical wurbs lithotripter was used to destroy the stone and then the trapezoid basket was removed from the patient. There were no patient complications and the patients condition has been described as "stable."

Manufacturer narrative:
A visual examination of the returned device found the assembly cut in two at the distal end of the heat shrink. The basket wire assembly had been pulled out of the coil assembly and was twisted and bent. Basket wires were uneveny spaced and deformed. The coil assembly was found to be buckled in multiple areas, the basket tip securely attached to basket, and the guidewire lumen (side-car) presented push-back. The proximal ends of the pull wire, outer clear sheath and coil assembly appear to have been cut and show no indication of being sheared while in tension. A material review of the broken component found no anomalies and concluded that the pull-wire met the specifications. The condition of the returned incident device was consistent with the complaint that the tip failed to detach. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors causing the observed damages. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Manufacturer narrative:
(B)(6) - no code available (intervention required to remove the device).(B)(4) the reported event of tip won't detach.the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).